Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. Error 99 was found during device log review. However this error (watchdog error) is a known issue and is linked to a software issue. This error has been corrected in the software version 1.9a. And in this case it was triggered prior to this software upgrade. The reported device was received in lake zurich and its investigation was performed by our local technical team. Several tests were carried out and all performed successfully. Results were within specifications. The reported event could not be reproduced. No technical or functional cause could be identified for this event as the device worked as intended during testing. To our knowledge this complaint is not being related to patient safety. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Customer report that the unit is delivering more medication than indicated (potential overdose). No patient injury reported.